Event description:
The customer reported that the ortho provue analyzer dispensed incorrect amount of cells into the mts anti-igg cards during testing. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and performed the appropriate checks to the instrument. All were within specifications. The fe determined that the reagent red cells were hemolyzed, resulting in the incorrect dispense issue. It is unk how the reagents became hemolyzed or whether the reagent vials were inspected prior to testing. Testing performed on the analyzer using replaced reagents shows acceptable results. Repairs were not needed to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.